Manufacturer narrative:
Submit date: 2017-08-17.

Event description:
It was reported to covidien that an issue occurred with an enteral feeding pump. Upon triage on (B)(6) 2017, the service tech found that when the pump was powered on, there was no display.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿unit is not working, possible main board issue. Upon triage, the service tech found that when the unit was powered on, there was no display.¿. The unit was triaged and the reported issue was confirmed. Liquid ingress caused the pcba to corrode, and is the result of customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.